Manufacturer narrative:
Additional information was received and it was reported that correct lot number for this event is cd12945 and not cc12741. Lot number: cd12945. UDI number: (B)(4). Expiration date: 10/27/2018. Device manufacture date: 10/27/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens inserter/cartridge, model emeraldc30 caused the haptic damage (haptic twist). There was no patient contact and no patient injury reported. No further information was provided.